Manufacturer narrative:
Unit passed the displacement test, self test, off no power test, rewind test, basic occlusion test and prime/a33 test. The operating currents were within specification. Unit received with stuck motor error alarm loop during bolus/basal delivery. Unable to verify excessive no delivery alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the unit and passed. Unable to perform a21 error test, occlusion test, excessive no delivery test and dat test due to motor error alarms. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to complete rewind. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.